Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred post-operative to a video-assisted thoracoscopic (vats) wedge/lobe procedure. The device was fired successfully during surgery and no complications were seen. On the second day post-op an air leak was detected. The case was completed by inserting a chest tube and the problem resolved itself in seven to ten days. The event lead to extended patient hospitalization due to being readmitted through the ER.